Event description:
It was reported that during a laparoscopic appendectomy procedure, the device did not cut and staples did not hold. The procedure was completed with another device. There was no patient consequence. One device will be returned.

Manufacturer narrative:
(B)(4). Response received from account: did the device deliver a complete staple line? Were the staples formed properly? Some of the staples didn't appear to be intact and it did not divide the tissue. On what tissue type was the device used? At what location on the tissue? Appendiceal base. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Not that I'm aware of. On which firing(s) did this event occur (1st, 2nd, 8th, etc.) 1st what color cartridge was being used? Blue (the one that came in it). What other color cartridges were used before and after this event? We opened a new blue cartridge and used it in the same stapler with success. Was buttressing material utilized? If so, which product? I don't know what would be a buttressing material, but no other products were used. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? Not that I'm aware of. Were any of the forces higher or lower than expected (closing, firing, or opening)? Not that I'm aware of. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? I believe so. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No. The analysis results found that the tsb35 device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no cartridge was received for analysis.